Event description:
Reporter indicated that pt has experienced substantial weight loss, though their seizure control is good. Physician increased the device off time from 1.1 minutes to 3 minutes hoping that it would help with weight gain. Pt's initial weight is unknown at this time.